Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sinus infections, nasal and throat irritation/soreness, nodules in the lungs and a lost sense of taste and smell related to a CPAP device's sound abatement foam. This event is assessed as not assessable due to insufficent information in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated externally and dust / dirt contamination with degraded sound abatement foam was abserved throughout device enclosure and airpath, suggesting a source external to the device. Slight black contamination at the blower box is consistent with the keratin contamination observed by the manufacturer. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concludes that they confirm the customer's allegation and there is dust / dirt contamination and the presence of contamination in the airpath, source of contaminations were external to the device.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused sinus infections, nasal and throat irritation/soreness, nodules in the lungs and a lost sense of taste and smell. The patient did receive medical intervention requiring sinus surgery. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.